Event description:
A patient reported blood glucose results of "220 mg/dl and 160 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The customer care walked the patient through two blood glucose tests and obtained results of 190 mg/dl and 191 mg/dl with a lifescan meter performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.